Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a missing battery door. During analysis, the customer's reported problem regarding "double beep" was unable to be duplicated. Power up of the pump displayed "motor locked remove all power". Simulated use was able to download event log and read out the pump log. But it was not possible to run the pump, the pump errors out. The event log verifies that the event occurred (one 1870 alarm recorded). The pump was opened and found the motor locked. Service will replace motor and downstream occlusion sensor (dso). Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited double beep. No patient was involved in this event. No adverse effects were reported.